Event description:
The customer reported high blood glucose. The blood glucose reading was 417 mg/dl. There is a crack on the insulin pump. Prior to the event, the patient experienced thirst. In troubleshooting, the drive support cap appeared normal and the unit passed a quick release test. It was explained to the customer that high blood glucose levels are sometimes related to infusion set changes. The current blood glucose reading is 407 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, loose/shifted end cap sticker and broken battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.